Event description:
Patient reported via phone that their pump battery was experiencing issues holding a charge, causing it to die too quickly. There was no reported impact to the customer¿s blood glucose level. The customer, currently out of warranty, is in the process of acquiring a new device and declined further follow-up from technical support.